Event description:
Pt had a lt hemiarthroplasty done replacing medial compartment surfaces on january 31, 1996. Since then pt has had increased pain limiting their activity. In or the femoral component was quite loose. Revision done.